Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between a transfer set and catheter. The patient stated they were trying to remove tape from the transfer set and accidently disconnected the transfer set from the catheter. The patient did not cap off the line she disconnected from and was unable to reconnect. The patient immediately closed the clamp and went to the hospital to get it fixed. There was no patient injury or medical intervention associated with this event. No additional information is available.